Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed calcium2 results generated on the alinity c processing module for 1 patient. The following data was provided: on (B)(6) 2025, sid (B)(6), initial result = 4.7 repeat result = 8.3 mg/dl. Customer¿s calcium reference range = 8-10.5 mg/dl . There was no impact to patient management reported.

Manufacturer narrative:
This complaint is associated with discrepant results generated on the alinity c processing module, serial number (B)(6). The field service representative (fsr) inspected the module and performed troubleshooting procedures including replacement of the syringe valve, sample, r1, r2. Part replacement resolved the issue. The instrument service history review revealed a prior complaint related to falsely depressed calcium results. The calcium reagent was investigated as the likely cause with no deficiencies identified. There were no additional service or complaint issues regarding falsely depressed calcium results. A review of tracking and trending of the alinity c processing module and the syringe valve, sample, r1, r2 did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module serial number (B)(6) or syringe valve, sample, r1, r2, was identified.

Event description:
The customer observed falsely depressed calcium2 results generated on the alinity c processing module for 1 patient. The following data was provided: on (B)(6) 2025, sid(B)(6) initial result = 4.7 repeat result = 8.3 mg/dl customer¿s calcium reference range = 8-10.5 mg/dl. There was no impact to patient management reported.